Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the down arrow button was not functional and the lights were flickering on and off when a button was pressed. Customer's blood glucose was 125 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with blank display due to moisture damage electronic assembly. The insulin pump also was received with moisture damage on the motor, battery tube, and vibrator assembly. No moisture damage found on the keypad assembly. The insulin pump was unable to perform the displacement test, verify unresponsive buttons/keypad, or verify display anomaly due to blank display. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratched lcd window, and scratched reservoir tube window.